Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The device history records for the sam 350p device were reviewed and this confirmed that all manufacturing, quality checks, tests had been successfully completed. The sam 350p last passed ¿out qat from heartsine technologies on the (B)(6)2018 . Upon device disassembling, moisture droplets were observed on both the pcba and the device casing. Additionally, corrosion was observed on track 13 (on_button) of the membrane tail which resulted in a partial short to an adjacent track and would account for the device switching on automatically as per reported fault. The faults could not be replicated when the corrosion was cleared from the membrane tail. This would confirm a failure of the returned membrane due to storage outside the indicated conditions resulting in corrosion on the membrane tail. The moisture and subsequent corrosion observed within the device would indicate the device was subject to storage outside of indicated conditions. Advise user of the recommended storage conditions as detailed within the user manual as being located in a clean, dry environment at a temperature between 0 to 50°c and 5 to 95% relative humidity (non-condensing). It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new 350p device.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device switching on automatically.